Event description:
This is report 3 of 3 for the same event. It was reported that during a three cochlear implant surgeries, while the doctors were trialing the motor device, it was discovered that the burr devices seemed to "wobble" a bit at low speeds in the device. According to the reporter, the user tried different attachment devices and burr devices over the course of three surgeries. However, it was still observed that the burr devices wobbled. The reporter indicated that all the other burr device styles ¿spun true¿. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.